Event description:
On 27 feb 2020, neotract was informed of a successful prostatic urethral lift (pul) procedure on (B)(6) 2020, during which the physician noted that one device did not deploy an implant. No patient harm or injury was reported. On 6 apr 2020, neotract's investigation of the returned device indicated that 2mm of the needle tip was missing. Neotract notified the physician of the investigation results. On 10 apr 2020, the physician stated the patient is doing well without any reported issues and he was confident the needle was removed from the patient during the procedure.